Manufacturer narrative:
This MDR has been submitted retrospectively as it was initially determined to be a non-reportable event.

Event description:
It was reported that the screw broke within the implant at a torque of 32 ncm.